Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. The customer's blood glucose level ranged from 200 to 336 mg/dl. The customer administered a manual injection via insulin pen. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Reportedly, the pump would continue to be used for insulin therapy.